Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The patient¿s weight at the time of the event was (B)(6)kilograms. The hcp believed the patient was experiencing mild drug toxicity which was connected with programming. There was no device problem. The patient did well.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2015, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 21-may-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative, with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid [30 mg/ml] at a dose of 5.576 mg/day, bupivacaine [14.6 mg/ml] at a dose of 2.714 mg/day, and clonidine [375 mcg/ml] at a dose of 69.7 mcg/day. It was reported the patient was admitted to the emergency department complaining of withdrawal symptoms for his pain pump. No environmental factors or other factors were present to report. The representative interrogated the patient¿s pump and printed the logs. The pump was functioning as normal; no pump alarm sounded. The patient contacted his pain physician¿s office to see if his dosage could be increased, but the office didn¿t return the call. The patient didn¿t appear to be having any withdrawal symptoms. The issue was not resolved at the time of the report. The patient was being referred to a medical center for a rotor/dye study, and he would also follow-up with his pain physician to adjust his dosage. The representative stated surgical intervention was planned. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. Additional information received on 2018-mar-20 from the consumer via another representative reported the patient presented in the emergency department with a chief complaint of pain and possible drug withdrawal. The representative stated he did not have additional information to provide regarding what factors might have led or contributed to the issue. The pump showed no abnormalities and was running as normal according to the print out. No actions had occurred at the time of report. The patient stated he was going to pursue explanation of the device with the surgeon and pain physician. It was unknown if the issue was resolved at the time of the report. The representative stated it was unknown if surgical intervention was planned. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative. It was reported that the physicians believed the patient's catheter was possibly broken and not delivering drug. The patient had an exploratory surgery of his pump pocket. The hcp found the catheter to be normal. After the procedure, the patient's pump was updated and decreased to 50% of its dose. On (B)(6) 2018, the patient presented in the emergency department and the pump was updated back to the pre-surgery dose. It was unknown whether the issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.